Event description:
It was reported that during meniscal repair, the first anchor deployed normally. When making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and did not deploy the second anchor, even after several attempts. Five min delay. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needle or were returned for examination. Visual assessment of the device shows the needle is dramatically bent and twisted. The depth limiter has been removed. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Further investigation is not warranted at this time.